Manufacturer narrative:
Plant investigation: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was out of specification. After recalibrating the load cell, the load cell verification passed. The internal inspection of the cycler showed that there were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A peritoneal dialysis (pd) patient contacted fresenius technical support requesting operation assistance with their cycler. Upon review of the treatment date, it was found the patient drained 5914 ml during drain 0. This drain is 237% of the patient's prescribed fill volume of 2500 ml. The patient was advised to discontinue use of their cycler and follow up with their peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The old cycler was returned to the manufacturer for evaluation.